Manufacturer narrative:
Investigation summary: mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to insufficient clinical details, and unreturned product and logs for further analysis. Organ failure, blood product transfusion: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A sixty-six year old female was admitted for an acute myocardial infarction with cardiogenic shock. The patient was treated with extracorporeal membrane oxygenation and an impella cp was inserted for ventricular unloading. After 6 days of support, the impella cp was escalated to an impella 5.5. After 5 days of support, urine color and laboratory samples were suggestive of hemolysis. Echocardiogram was performed and the patient's volume status was addressed. It was reported the patient received an unknown amount of blood products. Due to the poor prognosis, the decision was made to withdraw care and the patient expired after 11 days of support in multisystem organ failure. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.